Manufacturer narrative:
Section a2, a4 and a5: unknown, information was requested but not provided. Section b3: date of event: exact date is unknown/not provided. Best estimate date is on or prior to (B)(6) 2023. Section d6a: if implanted, give date: not applicable, there is no indication that the lens was implanted. Section d6b: if explanted, give date: not applicable, there is no indication that the lens was implanted. Hence, not explanted. Section h3-other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported of a monofocal intraocular lens (iol) they received had a crack in it. This was noticed in the operating room (or) during surgery. No further information was provided.

Manufacturer narrative:
Corrected data: in review, it was noticed that correct name of the establishment name was inadvertently not captured in the initial MDR report; therefore, the information has been entered in this supplemental MDR report. The following field was updated accordingly: section e1: establishment name: (B)(6) medical center. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.